Manufacturer narrative:
The investigation determined that a higher than expected amon result was obtained from a vitros quality control fluid on a vitros 5,1 fs chemistry system a definitive assignable cause could not be confirmed. The most likely cause was an instrument event related to micro slide incubator contamination. However a vitros amon within run precision test was not run to access the performance of the vitros 5,1 fs prior to maintenance actions which included cleaning the micro slide incubator and replacing the micro slide evaporation caps. Acceptable within-run amon precision results were obtained after the customer performed the maintenance actions and field engineer service actions. Based on the comparison of the unacceptable historical quality control data prior to maintenance and service actions with the acceptable vitros amon quality control data available after the service actions, a vitros 5,1 fs system issue is the most likely assignable cause of the higher than expected vitros amon result obtained on (B)(6) 2017.

Event description:
A customer obtained a higher than expected vitros amon results from a vitros control fluid using vitros amon reagent tested on a vitros 5,1 fs chemistry system. Vitros amon result of 101.409 umol/l versus customer established mean 77.9 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).